Event description:
The customer stated that four patient samples generated falsely elevated results for the architect ca19-9xr reagent using lot 08852m500. Specific data was provided from one patient which had a previous result of 25 u/ml. The patient sample generated a current result of 59 u/ml using the recall lot. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.